Event description:
It was reported that the mdu was overheating. No case involved.

Manufacturer narrative:
There was a relationship found between the returned device and the reported incident. Investigator performed a visual inspection on the exterior of device and no physical damage was observed. Device failed functional tests with extreme overheating. Device housing grew hot during testing. The cause of overheating was a shorted wiring due to a faulty 3rd party repair; consequently, the device was no longer conformed to smith & nephew manufacturing specifications. The investigator has concluded that this unit has had a faulty 3rd party repair which resulted in the wiring shorting out and overheating. A review of the device history records showed that device did meet manufacturing specifications, therefore, it would be able to perform as intended.